Event description:
It was reported that the pump touch screen was cracked, unresponsive and illegible. Customer blood glucose (bg) level was reported to be "high" on the continuous glucose monitor with small ketones. Customer administered a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.